Manufacturer narrative:
Samuel trueman. Paediatric tonsillectomy in a regional setting: a 5-year comparative review of coblation intracapsular and extracapsular techniques. 2025. Aust j otolaryngol 2026;9:12 https://dx.doi.org/10.21037/ajo-25-6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the incidence of post-tonsillectomy hemorrhage in pediatric patients who underwent either extracapsular and intracapsular tonsillectomy between 2015 and 2024. The device was used for extracapsular tonsillectomy in 155 patients. Patient returned to the operating room and had extended hospital stay. Patient re-admitted due pain, postoperative hemorrhage occurred in 7 patients, infection and dehydration. Patient required reoperation and blood transfusion. Title: paediatric tonsillectomy in a regional setting: a 5-year comparative review of coblation intracapsular and extracapsular techniques author: samuel trueman date of publication: 15 december 2025.